Event description:
The customer reported that the unit shut down while in use on a pt. The customer reported there was no patient harm. The manufacturer's service tech was unable to duplicate the reported event. Review of the device diagnostic log history noted an alarm indicating the unit was running on internal battery, followed by ac power being restored to the unit. If ac power is restored to the system, the ventilator shall reset itself, power on in ventilator mode and begin ventilation. The service tech replaced the power supply as a precaution to address the finding. Applicable final testing was completed and passed per operating specifications. Per the device user manual, the battery is intended for short-term use only, not as a primary source. The user must pay close attention to the battery's charge level.